Event description:
It was reported by the customer during a call with the emergency support program that the cardiosave intra aortic balloon pump (iabp) pump was not charging despite being plugged into an outlet during use. Customer stated icon on the lower screen showed rescue. Esp explained the pump was not seated all the way in the hospital cart. Esp walked the customer through the process of placing the pump in hybrid configuration. The icon then showed hybrid, and the ac power icon appeared. Troubleshooting was performed and the customer determined that the pump was working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the pump being in rescue configuration. The alleged issue was not related to a device malfunction, rather the user was not aware the pump was not in hybrid configuration. Furthermore, the customer asked why the helium icon had changed from full to a half of a tank. Esp informed customer when the pump was in rescue configuration, it was reading the level of the internal helium reservoir; however, once the pump was placed back in the hospital cart, it was then reading the amount of helium in the external helium tank. Esp advised the customer not to change the helium tank until there was a low helium alarm.